Event description:
It was reported that during a pulse fiel ablation procedure the farawave 2.0 cath 31mm - us catheter was selected for use, device was checked on the table prior to intention no issues with flush and wire intention. Was placed in the sheath and advanced up to left atrium. Wire would advance but seemed stuck in la. Device could open and close, but wire could not. Device was re sheathed and removed safely with no issues to patient. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter has been received for analysis.

Event description:
It was reported that during a pulse field ablation procedure the farawave catheter was selected for use, device was checked on the table prior to intention no issues with flush and wire intention. Was placed in the sheath and advanced up to left atrium. Wire would advance but seemed stuck in la. Device could open and close, but wire could not. Device was re sheathed and removed safely with no issues to patient. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The farawave 2.0 was visually inspected upon return for any damage or defects related to the guidewire stuck issue observed in the field. The device was received with a green guidewire inside of the guidewire lumen. There was damage observed near the distal end of the guidewire. An attempt was made to remove the guidewire that was present inside of the catheter as received, and the attempt was successful. No unusual resistance was noticed. It slid proximally and distally with ease. The device was subsequently deployed to basket and flower without difficulty. In flower deployment, the guidewire was still able to be moved around inside the guidewire lumen easily. The guidewire was removed and reinserted, and no abnormalities were observed. A known good guidewire was then inserted. No resistance was noted. The allegation was not confirmed.